Event description:
Implanted with essure on (B)(6) 2013, since then have had severe bleeding that has not stopped to this day. Headaches, dizziness, back pain, cramping, hair loss, vaginal discharge, foul smell, pelvic pain, joint pain. I am 5 months into having essure and problems just keep coming.